Manufacturer narrative:
The device is not yet investigated by the manufacturer.

Event description:
It was reported that in a patient with hepatocellular carcinoma (hcc), transarterial chemo embolization (tace) procedure was performed using the subject guidewire. After several insertions and removals made to reshape the tip, the subject guidewire fractured in the patient vasculature. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was not confirmed as the packaging was not returned with the device. During visual/microscopic inspection, it was found that an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 45cm and 117cm from the proximal end. The guidewire ptfe (poly tetra fluro ethylene) coating was noted to be peeling in multiple areas to 60cm from the proximal end. The guidewire was noted to be broken/fractured at 10cm from the distal tip with visible broken core wire. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. A functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. Several insertions and removals were made to change the tip shape. During insertion, there was no excessive bending to the wire and no resistance during insertion. During analysis, the guidewire was noted to be kinked/bent at 45cm and 117cm from the proximal end, the guidewire ptfe coating was noted to be peeling in multiple areas to 60cm from the proximal end and the guidewire was noted to be broken/fractured at 10cm from the distal tip with visible broken core wire. The peeling most likely occurred as a result of interaction with another device. It is most likely the torque device was not securely fastened causing it to drag down the wire during use. The core wire was broken at the fracture point which indicates the guidewire encountered excessive force and manipulation such as bending and torsion during the procedure which resulted in the observed damage. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event of guidewire broken/fractured during use and the as reported event of guidewire difficult to advance as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the as analyzed events of guidewire kinked/bent, guidewire ptfe coating peeling and the as reported event of guidewire distal tip poor shape retention as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that in a patient with hepatocellular carcinoma (hcc), transarterial chemo embolization (tace) procedure was performed using the subject guidewire. After several insertions and removals made to reshape the tip, the subject guidewire fractured in the patient vasculature. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.